Event description:
It was reported that the right ventricular (rv) lead exhibited noise and showed high pacing thresholds. This rv lead was surgically abandoned and remains implanted. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.